Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, elevated iop with angle closure, significant reduction of iridocorneal angles and shallowing of the ac. It was reported that the lens was repositioned. Treatment of elevated iop was also administered. The lens remains implanted. No further information has been provided. If additional information is received, a supplemental medwatch report will be submitted. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6-clinical code:4581: angle closure. Significant reduction of ica, shallowing of ac h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)